Event description:
Medtronic received a report that deployment of the corresponding pipeline was initiated at the distal end of the aneurysm, and the sleeve removal was performed, but the deployment failed. Afterward, it was deployed to approximately 50%, and resheath was also performed; the tip was expected to be deployed, but it did not open. It was successfully deployed, except for the tip, but stabilization could not be obtained at the desired placement position due to poor tip deployment, so it was removed. Deployment failure occurred at the distal stent region. The pipeline was not positioned in a bend. More than 50% of the device had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. There was no other devices used to deploy the stent. The stent was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The device was prepared as indicated in the package insert. No health damage was present. The patient was undergoing surgery for treatment of a spindle-shaped, unruptured aneurysm of the ic-c4 with a max diameter of 20mm and a 13mm neck diameter. The landing zone was 3.6mm distally and 3.9mm proximally. It was noted the patient's vessel tortuosity was moderate. Postoperative findings related to blood flow contrast showed no abnormalities.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.